Manufacturer narrative:
Product analysis summary: the returned angiographic wire exhibited stretched coils at the distal section. The ¿j¿ tip appeared wider - likely due to handling. Physical measurements indicated that the wire is a 0.035¿. Stretching of the spring was noted, with waviness in the wire. Observation of the detached safety wire at the distal tip appears as if the safety wire broke, as there is a presence of safety wire within the weld. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis: photograph of the angiographic wire provided by the account confirmed stretched coils. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No damage was noted to the packaging of the angio guide wire. No issues noted when removing the device from the packaging per IFU. The device was prepped per IFU. The wire tip was formed by the physician. Excessive force was not used during insertion/ delivery. No resistance was noted when retracting the wire, however after removal of the wire from the patient it was noted that the wire had stretched coils. The lesion was situated in the lad and was non-calcified. No patient injury reported.